Event description:
The customer reported that their central nurse's station (cns) was getting stuck at the boot screen.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was getting stuck at the boot screen. Nk ts advised the customer to try to boot the cns without the usb devices plugged in, but the issue persisted. The customer also reported that if they pressed any key on the keyboard while the cns was at the boot screen, the device would reboot again and get stuck on the splash screen instead. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on 03/29/2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. The nka rc replaced both hard drives, #9000006111a, with sw ver 05-10, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on (B)(6) 2021. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for two years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The overall risk of this event is high. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is getting stuck on the boot screen. Nk ts advised the customer to try to boot the cns without any usb devices plugged in, but the issue persisted. The customer also reported that if they pressed any key on the keyboard while the cns is in boot screen, the device would reboot again and get stuck on the splash screen instead. The customer will be sending this unit in for a repair. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is getting stuck on the boot screen.